Event description:
The hospital biomedical engineer reported to the philips field service engineer (fse) that the gcx wallmount assembly came apart (down post became detached from the mounting arm) causing the mp70 monitor / flexible module server / multi-measurement server to fall onto the pt bed, striking the pt.

Manufacturer narrative:
The hospital biomedical engineer reported to the philips field service engineer (fse) that the gcx wall mount assembly came apart (down post became detached from the mounting arm) causing the mp70 monitor / flexible module server / multi-measurement server to fall onto the pt bed, striking the pt. The fse confirmed that there was no serious injury to the pt. The fse confirmed that the only issue was unexpected loosening of the hardware that secures the down post to the mounting arm. Philips labeling is explicit about checking the hardware before each use, so the loosening of the mount hardware, which were provided at no charge. The upgrade kits were delivered to the customer site for installation by the biomedical engineers. This is being considered a product malfunction as philips has validated and approved the gcx vhm series mounts for use with philips monitors. No further problems have been reported related to this customer issue. No further investigation or action is warranted. (B) (4).